Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm, rewind anomaly, no missing segments or partial display anomaly, change or battery lasts less than expected anomaly, no excessive no delivery alarm, no back light anomaly, no communication anomaly and no unexpected battery power loss anomaly during test noted. Device passed the delivery accuracy test at 0.08720 inches and motor passed motor test. Device received with cracked case display window corner, cracked reservoir tube lip and minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scuff mark on display make it difficult to view in lighting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had diminished battery life, crack on insulin pump case, rewind was sluggish, loses power when sealing battery cap, backlight slightly dimmer, lost setting during battery change, motor error during priming, no delivery alarm. The insulin pump will not be returned for analysis.